Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During the shift check, the fully charged autopulse li-ion battery (sn 10997) will not power on the autopulse platform. The status indicator of the battery showed four green lights, indicating that the battery is fully charged. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that " the fully charged autopulse li-ion battery (sn (B)(6) is unable to power on the autopulse platform" was confirmed during functional testing but not during the archive review. The possible root cause for the reported complaint could not be determined. Upon visual inspection, no physical damage was observed. The status leds of the battery illuminated four steady green lights. The autopulse li-ion battery successfully charges in a known good autopulse multi-chemistry battery charger (mcc). The status leds on the battery showed four steady green lights. However, when the fully charged battery is inserted into a known good autopulse platform, the battery was unable to power on the platform, thus confirming the reported complaint. Based on the archive review, the battery was first inserted into a charger on (B)(6) 2022. Charging attempts were all successful from that date through the end of the archive - (B)(6) 2022. The last charge was on (B)(6) 2022. There are multiple in_out indications on (B)(6) 2022 - where the battery was inserted and removed from a device - possibly the autopulse platform.